Event description:
Reporter stated that he has been using this product for over 5 yrs and he recently received a shipment of the novolog flex pens. Reporter stated that the dial that selects the proper amount of insulin doesn't work. Properly; instead of injecting insulin only air is injected.